Manufacturer narrative:
To date, this lead remains in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this right ventricular lead did exhibit some kind of integrity issue as evidenced through the lead safety switch that occurred. Further troubleshooting was recommended. There was no report of adverse patient effect associated with this reported information.

Manufacturer narrative:
Most recently, the boston scientific local area sales representative indicated that the lead was suspected to be fractured and that a revisiosn procedure was in the process of being scheduled. The revision has not occurred to date. The investigation is considered closed at this time.